Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the procedure when the implantable pulse generator (ipg) was connected to the newly implanted leads the device was not sensing appropriately. Lead impedance was low and p-waves would pace atrium as if undersensing. The ipg was not used and a different device was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an inconclusive result for an integrated circuit. The reported impedance and pacing anomalies were isolated to the stacked chip scale package. The root cause could not be determined because the integrated circuit was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.